Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months later post filter deployment, filter retrieval procedure was attempted. Using direct ultrasound guidance access was gained into right internal jugular vein. A wire was advanced into inferior vena cava. Over a wire, a 5-french directional catheter was used in an attempt to pass indwelling inferior vena cava. Despite multiple attempts, the catheter was not able to be advanced into the distal inferior vena cava. Venography demonstrated narrowing of infrarenal inferior vena cava and residual thrombus within the inferior vena cava filter. The procedure was aborted. After three years, computed tomography of abdomen without contrast showed that an inferior vena cava filter was shown which appeared to represent a bard g2 filter. The filter tip was tilted minimally to the left at about 1 degree and there was no anterior or posterior tilt, and the tip did not contact the inferior vena cava wall. The tip of the filter was at the level of the inferior wall of the left renal vein and 1.4 cm inferior to the inferior wall of the right renal vein. There was a filter strut which was perforated at the 12:00 position and lay along the posterior wall of the duodenum around the junction of the third and fourth portions. There was a fat plane between the tip of the filter and the adjacent inferior vena cava of about 1 mm. No other definite filter strut perforation. The filter strut at 11:00 was slightly eccentric with respect to the wall but not clearly separated from it with no fat plane in between, therefore no perforation. There was no filter strut fracture or bent identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the perforation of the inferior vena cava. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d10, g3, h6(device). H11: g1, h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, it was alleged that the filter was unable to be removed during two unsuccessful percutaneous filter removal procedures. Allegedly, a catheter was unable to advance into the distal inferior vena cava due to narrowing of the vena cava and residual thrombus within the filter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with deep venous thrombosis and gastrointestinal hemorrhage had a vena cava filter successfully deployed without incident. Approximately ten months post filter deployment, per a progress note, a wire was unable to pass the bifurcation during a filter retrieval procedure. A cavogram performed demonstrated inferior vena cava (ivc) thrombosis with marked ivc narrowing. As such, the filter was left in place. Approximately one year three months post filter deployment, during another scheduled filter retrieval procedure, multiple attempts to advance a 5-french directional catheter into the distal ivc were unsuccessful. A venogram performed at a position just within the filter demonstrated narrowing of the infrarenal vena cava and residual thrombus within the filter. Given the clot burden within the filter, it was deemed unsafe to remove the filter at that time, so the filter was left in place. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten months post filter deployment, a pigtail catheter was placed into the ivc and a cavogram was performed. Images demonstrated ivc thrombosis with marked ivc narrowing. As such, the filter was left in place. Approximately one year three months post filter deployment, a venogram was performed at a position just within the filter and demonstrated narrowing of the infrarenal vena cava and residual thrombus within the filter. Given the clot burden within the filter, it was deemed unsafe to remove the filter at that time, so the filter was left in place. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties. No retrieval attempt was made in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4) filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the (B)(4) filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, it was alleged that the filter was unable to be removed during two unsuccessful percutaneous filter removal procedures. Allegedly, a catheter was unable to advance into the distal ivc due to narrowing of the vena cava and residual thrombus within the filter. There was no reported patient injury.